Event description:
It was reported to tyco/kendall healthcare that a patient had a problem with a foley catheter. The customer reports that upon removal of the catheter, the distal tip was missing. It was reported that the patient went for a cystoscopy.